Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from the generator to the monitor cart was rewired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.